Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a routine generator change procedure. Prior to the procedure the right ventricular lead was interrogated and high capture thresholds and varying low voltage pacing impedance values were noted. The lead was capped and replaced on (B)(6) 2020. The patient's condition was stable throughout the event.

Event description:
New information noted that the lead was capped due to fracture.